Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose and she believes the infusion device does not accurately deliver insulin. On (B)(6) 2011, her blood glucose ranged from 63-239 mg/dl. On (B)(6) 2011, the patient began her vacation and her blood glucose ranged from 99-441 mg/dl despite bolusing through the infusion device and walking for 2-3 hours. On (B)(6) 2011, her blood glucose ranged from 190-307 mg/dl despite bolusing through the infusion device and changing the infusion set. On (B)(6) 2011, her blood glucose ranged from 163-302 mg/dl despite bolusing through the infusion device and walking for 3 hours. She switched to her 2nd infusion device and her blood glucose decreased. She changes the insulin cartridge every 3-4 days, the infusion site every 4-5 days, and the infusion tubing every 14 days. She was advised to refer to the user's manual. Her normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.